Event description:
Philips received a complaint on the mrx device indicating battery test problem. There was reportedly no patient involvement. The rse evaluated the device remotely. It was determined that this was a malfunction of the battery the replacement for which was ordered. The device remains at the customer site and no further evaluation is warranted at this time.